Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2016. On (B)(6) 2016 the patient presented to the hospital with recurrent hemoptysis. He cardiac arrested and resuscitation efforts we performed. His pulse returned and he underwent emergent cryotherapy and thermal ablation of the bleeding site. Subsequently the patient died. The site reported the patient's death was not related to the superdimension device or the enb procedure.